Event description:
The md attempted to advance stent in the left anterior descending (lad) through 6 fr guideliner. Stent would not advance in vessel and was retracted through guideliner. On removal from guide catheter, stent was found to be unraveled.======================manufacturer response for 2.5mm x 30 mm drug eluting stent, endeavor (per site reporter).======================notified by the cardiac cath director. No response yet.